Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient¿s right atrial lead exhibited varying capture thresholds and high impedance. The pre-explant x-ray showed a sharp abrupt angle on both the right atrial and right ventricular leads. It was also noted that there was blood under the insulation on the atrial lead. The leads were explanted and replaced with competitive products. The patient was asymptomatic and was stable.